Event description:
It was reported that a homechoice (hc) was displaying unknown error messages. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) actual occurrence date is unknown. Initial reporter: facility name - (B)(6). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue could not be identified through an event history log review a service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4), a review of the device history record found that the device was no longer in its original manufacturing condition. Should additional relevant information become available, a follow-up report will be submitted.